Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon could not get the trial insert out while trialing an insert during a poly insert exchange. Surgeon had to use an instrument to assist. The trial insert came off with assistance from the instrument but one of the posts on the underside of the trial had broken off as a result. The broken piece was retrieved, surgery was not delayed, and the patient was not injured.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.